Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 100 mg/dl. Customer stated she went for a walk and has not touched the device. Customer reported she carried the device in her pocket while she was exercising, as a significant event that may have caused the device to alarm. She also stated she was sweating but she did not drop the device or exposed it to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.